Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the high 300s (mg/dl) for the past two weeks. Supplies were changed and correction boluses were delivered to address bg levels. The customer also consulted their health care provider who changed their insulin supply. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to continue to consult with a health care provider to discuss diabetes management.